Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastic non-sterile luer-lok¿ tip syringe had milliliter scale markings missing from the barrel, and the stopper was noticed to be defective. The following information was provided by the initial reporter: "syringes has missing markings for milliliters. Based on the attached picture it can be also noticed that the stopper is defective."

Event description:
It was reported that the bd plastic non-sterile luer-lok¿ tip syringe had milliliter scale markings missing from the barrel, and the stopper was noticed to be defective. The following information was provided by the initial reporter: "syringes has missing markings for milliliters. Based on the attached picture it can be also noticed that the stopper is defective."

Manufacturer narrative:
Investigation: one photo and ten loose 5ml syringe were received and evaluated. It was observed one syringe was blank with no scale markings and had significant damage to the flange and scratches at the top of the barrel near the step. Three syringes were observed to have jammed stopper conditions. Six syringes appeared to have small surface scratches in the grad lines extending from the 1ml to 2ml markings with less than half the grad lines missing and are acceptable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the blank and damaged barrel defect is associated with the marking process. Potential root cause for the jammed stopper defect is associated with the assembly process.